Event description:
It was reported that during use of the iab, the pump displayed helium leak and high pressure alarm conditions. Blood was noted in the helium tubing. The iab was removed and replaced, without any pt complications.